Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from february 23, 2015 ¿ february 24, 2015. The evaluation of the returned device is complete. Visual inspection revealed a white particle, approximately 4.52 mm in length, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had particulate matter described as ¿white plastic sticks¿ in the balloon. This was found during filling with fluorouracil and glucose. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.